Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer addressed the shutdown failure in-house by their biomedical engineering department. The fse attested that a subsequent visit was made to the customer¿s site for an unrelated issue, reported under mfg report# 2249723-2018-01261. The failure was not duplicated. The iabp was tested and released for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Several attempts have been made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, a supplemental report will be submitted accordingly.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown. It is unknown under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown. It is unknown under which circumstances this event occurred. However, no death or injury was reported.